Event description:
Boston scientific received information that the right ventricular (rv) lead was suspected to be fractured based on daily measurements. The fracture was confirmed via x-ray so a replacement procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent between the helix housing and electrode ring. Deformed and stretched conductor coils along with insulation torn around the circumference noted in 62-67mm from the terminal pin most likely from some type of grabbing tool. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. Analysis confirmed the bent lead tip.